Event description:
Customer reports receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 384, 180 and 79 mg/dl within 10 minutes. Tests were performed on the fingers. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.